Event description:
It was reported that the subject device's black eyepiece with the blue and red ring on the subject device became loose during the operation. There were no reports of patient harm.

Manufacturer narrative:
E1 - address: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the eyepiece funnel and the blue and red rings were detached. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the eyepiece funnel and the blue and red rings were detached should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.